Event description:
Caller reported advantage system blood glucose results: (B)(6) 2013, at 1:19pm, the reading was 141 mg/dl, (B)(6) 2013. At 1:25pm, the reading was 151 mg/dl, (B)(6) 2013, at 1:29pm, the reading was 272 mg/dl, (B)(6) 2013, at 1:33pm, the reading was 139 mg/dl, (B)(6) 2013, at 1:35pm, the reading was 142 mg/dl, (B)(6) 2013, at 1:39pm, the reading was 150 mg/dl no adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.